Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to the active rv lead touching against nearby capped riata lead. No parameter or programming changes were made. No further information is available.

Event description:
Additional information received indicated that current plan for the patient is to reply on securesense to address the oversensing issue and virabtory alert was turned off. The physician will continue to monitor the patient remotely.

Manufacturer narrative:
Correction: UDI was missing from the initial MDR.

Event description:
New information received indicated that the right ventricular lead had noise episodes causing oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.

Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed due to the lead banging on the old abandoned lead. No further information is available at this time.

Event description:
Additional information received indicated that the tachycardia therapy was disabled and only pacing function of the device was active. The physician is developing a plan to manage the patient.